Event description:
It was reported that during an ortho spine surgery, it was discovered that the motor device would not start when the surgeon stepped on the foot pedal device. It was further reported that the scrub technician had to spin the burr device to get the device to operate. According to the reporter, the malfunction occurred several times during the procedure. The reporter stated that the facility has been experiencing the alleged malfunction multiple times over the past couple of months. However, the reporter was unable to specify the specific amount of occurrences. There were no delays to the planned surgical procedure as an identical spare device was available for use. The surgery was completed successfully. The reporter was unable to specify if the surgery was completed successfully with the original device or a spare device. The exact date of the event was unknown; however, the reporter stated that the event occurred between the period of (B)(6) 2014 and (B)(6) 2014. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The serial number was unknown. Therefore, device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.